Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm in 2007 or 2008. Aneurysm and vessel morphology were not reported. It was reported that there was a severance of a stent ring of the graft, which resulted in an endoleak of an unknown type. Attempts have been made to obtain further information on the cause of the stent severance, intervention, and patient outcome. However, no information has been received.

Manufacturer narrative:
Evaluation codes, results: endoleak. Conclusions: cause of stent severance and endoleak, intervention, and patient outcome unk.